Event description:
It was reported to philips that the device displayed a fixed red ¿x¿ and beep/chirp sound. The customer reported an error message was displayed: ¿installation failure¿. The device was reported as being available for clinical use at the time of the event but no patient was involved nor was there any adverse patient impact.